Event description:
In 2009, the pt reported experiencing frequent air bubbles in the insulin cartridge while initially inserting the cartridge into the infusion device and during use. He stated that when there are air bubbles in the insulin cartridge, he holds the infusion device upside down while he boluses so the bubbles do not move into the infusion tubing. He stated that he allows insulin to reach room temperature prior to use. He does not properly adjust the piston rod of the infusion device prior to inserting the insulin cartridge. He stated that when he began use of the infusion device he did adjust the piston rod prior to inserting the insulin cartridge but he stopped. He stated that air bubbles began when he stopped adjusting the piston rod. He was educated on the proper procedure. Further attempts to follow up with the pt were not successful. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.